Manufacturer narrative:
Per the t:slim user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for a diabetes related issue. The customer stated that the hospitalization was due to changing the insulin to "aporia". The customer was now using humalog. Although multiple attempts were made to obtain more information about the event, the customer did not reply to the requests.